Event description:
The facility representative reported an infusion pump that would not hold a charge. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007.evaluation summary:the condition of the device not holding a charge was confirmed during product evaluation due to fail code 570 in the event history. This fail code was related to depleted batteries. The batteries had 51 discharges below alarm threshold. The batteries were replaced. This issue is currently being investigated under mdq-CAPA-(B) (4). Review of the complaint history reveals similar reports have been received for this product for the reported issue.(B) (4)